Manufacturer narrative:
(B)(4).

Event description:
The catheter was replaced (B)(6) 2011; the reason for replacement was not reported. Following catheter replacement, the patient developed a csf (cerebrospinal fluid) leak. It was believed the leak was "not addressed early enough" and the wound began to "leak pus." The physician elected to remove the entire pump system. The patient was to be given "heavy" antibiotics to resolve the infection. Additional information has been requested, but was not available as of the date of this report.